Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain, headache, discomfort and pressure around the left eye accompanied by decrease visual acuity and double and blurred vision. It was reported on (B)(6) 2018 that patient steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of headache that radiates from left eye and depth perception is off. Patient reported symptoms are interfering with daily activities. Patient was having sinus pressure and after blowing nose there was relieve in discomfort. Patient is using simbrinza drops and started using a temporary contact lens to improve vision in left eye. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.00 x -1.50 x 173. Left eye pre-op 20/20, -3.00 x -.50 x 175. Bcva from (B)(6) 2018: right eye post-op 20/20, .00 x .00 x 90. Left eye post-op 20/xx, -2.50 x -2.00 x 16. Bcva (B)(6) 2018: right eye post-op, 20/15. Left eye post-op, 20/40.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.